Event description:
Report received - pt not receiving adequate pain control. At refill expected volume was 2 ml and actual volume was 13 ml. Contrast study attempted -unable to either aspirate or inject via catheter access port. Pt taken to operating room to check catheter. Four openings at distal end of catheter appeared to be blocked. Catheter end "u-turned" in thecal sac. Catheter was cut into 3 parts in the process of removing it. Catheter replaced with new catheter. Status of pt post replacement not provided by reporter.